Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in treatment when the issue occurred, and the procedure got delayed and completed by restarting the system. A philips remote service engineer (rse) examined the system and confirmed that no geometry movements were available. Review of the system log file showed ¿position slip of longitudinal movement¿ error. The rse advised the customer to press the emergency off button on tso (table side operating module) and then to reset. After resetting the tso, the system was returned to use in good working order. The codes were updated based on the investigation outcome.